Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced seizure after the sensor had been placed on the arm. The convulsion was allegedly due to incorrect reading from both her cgm receiver and mobile. She cannot recall the cgm nor bg. The family called 91 and she was taken to the emergency department (ed). The bg by emergency medical services (ems) was 301 mg/dl and the cgm was "way off." No mention of bias of the inaccuracy. At the hospital, the nurse treated her with a shot of insulin. They removed the wearable. She was admitted on (B)(6) 2025 and was discharged on (B)(6) 2025. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient had a seizure, there were no reported glucose values available to search within the parkes error grid calculator. When ems came, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.